Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter, resulting in the pump shutting down. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable and wall adapter.